Manufacturer narrative:
.

Event description:
It was reported that a physician was having trouble communicating with a patient's device. The tablet had recently been checked, and it was functioning properly. The issue was narrowed down to a non-functional serial cable. Once the serial cable was replaced, the system performed normally. The serial cable has not been received to date.

Manufacturer narrative:
UDI of suspect device: (B)(4).

Event description:
The serial cable was received on 04/18/2016. Analysis was approved on 05/02/2016. The cause for the communication issue was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.